Event description:
Event description cpi received information that due to a chronic rise in threshold measurements this bipolar steroid eluting lead (4285) was removed from service and replaced with a steroid eluting screw in lead. The lead had been implanted only 3 months.